Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery on an unknown day, an applicator inner shaft broke. This event did not cause a significant prolongation of the procedure. There were no other complications reported. It is reported that patient involved is doing well. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Manufacturer narrative:
This device used for treatment and not diagnosis. The material hardness was checked and was found to be 51.5 hrc, specification 48 0, +4, and the cut in diameter at the fracture face was measured and found to be 2.162, specification 2.2 0, -0.05. No manufacturing related fault could be detected. The clearly visible hammer marks at the enclosed applicator knob indicate that high forces were applied onto this shaft, which can lead to such a breakage.